Event description:
A practitioner has reported a pt who presented with moderate pain in their right eye associated with wear of focus toric visitint lenses. A 4mm paracentral ulcer, one/third the corneal depth in thickness was diagnosed. There was no anterior chamber reaction. The corneal culture was negative, but the contact lens cultured positive for enterobacteria. The event resolved after a course of antibiotic therapy (ciloxan & indocollyre), with a corneal scar but no loss of acuity.